Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in needle went through the catheter. The following information was provided by the initial reporter: it was reported by the health professional that the catheter kinked upon insertion and the needle was sticking out of the side of the catheter.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in needle went through the catheter. The following information was provided by the initial reporter: it was reported by the health professional that the catheter kinked upon insertion and the needle was sticking out of the side of the catheter.